Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent restenosis occurred. In (B)(6) 2012, a 90% stenosed target lesion located in the distal left anterior descending artery (lad) was treated with predilatation using a 2.0 x 15mm non-bsc balloon and placement of a 28 x 2.25mm taxus liberte stent. Post-dilatation was performed using a 2.5 x 15mm non-bsc balloon resulting in less than 10% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with stable angina. In (B)(6) 2012, cardiac catheterization was performed revealing 80% ostial stenosis in the lad and 60% re-stenosis of the distal lad. The patient was scheduled for coronary artery bypass graft (CABG) with bilateral internal mammary arteries. In (B)(6) 2012, the patient underwent CABG from the left internal mammary artery to distal lad and from the right internal mammary artery to first obtuse marginal branch. The patient was discharged five days later.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).